Event description:
Corneal deterioration [corneal disorder nos]. Vision deterioration [visual acuity reduced]. Spontaneous device report. A pharmacist reported a case regarding the first of two patients who underwent cataract surgery in an ophthalmology department. On a not specified date, the surgery was performed using healonid gv (sodium hyaluronate; batch 5002512) and vancomycin (20 micrograms/l) in 500 ml of balanced salt solution (bss). After the surgical intervention, the patient experienced a corneal deterioration consisting of a deterioration in the patient's vision and the patient's vision becoming misty. The patient is under treatment with steroids. The outcome is unknown. The reporting pharmacist stated that the hospital had suspended all future cataract operations until the investigation will be complete. Besides, although at present the only common factor amongst the pharmaceuticals products used in the patient is healonid gv, the hospital is not particularly implicating healonid gv and all aspects of the cataract operation procedures are still under investigation. Further information is being sought. Case comment: there is a plausible temporal relationship between the administration of healonid gv (hyaluronate sodium) and the occurrence of the reported events. However, the function of viscoelastics, such as healonid gv, is to protect the corneal and ocular structure during surgery. Corneal deterioration and vision deterioration may occur post-operatively; the etiology may be a toxic corneal reaction or a mechanical trauma during surgery. The report does not provide details of the surgical procedure, and whether there were any complication during surgery that might have contributed to the reported events. The patient received vancomycin and bss which possibly could have contributed the events. Further investigations are carried out and until is information available a sound causality assessment cannot be made. Corneal deterioration and vistion deterioration are events not listed in the core data sheet of healonid gv.